Manufacturer narrative:
Date of event - used the first date of the month of the aware date as no event date was provided. Initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the iliofemoral vein. An angiojet zelantedvt catheter was selected for use in a thrombectomy procedure. However, it was noted that the device would not prime and pump was leaking. The procedure was abandoned. No patient complications were reported.